Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that the device had cleanly fractured into two fragments. The fracture originates on the medial side of the anterior post and obliquely terminates at the lateral edge of the anterior post. This device had an approximate field life of two (2) years and seven (7) months and was used an unknown number of times. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. This device was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the surgery the tibial articular surface provisional fractured. All the pieces are returned and no harm to the patient.